Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance on the rv (right ventricular) pacing lead was beyond the expected lower range and oversensing due to non-physiologic signals/sic (sensing integrity counter). (B)(4).

Event description:
It was reported that the patient presented complaining of chest discomfort and the physician confirmed twitching of the pectoralis major muscle by palpitations. An x-ray confirmed a partial lead fracture between the lead puncture site of the left subclavian vein and subclavian vein. It was confirmed that the lead polarity automatically switched from bipolar to unipolar which was triggered by delayed lead impedance. In addition, the pacing threshold of the right ventricular lead was increased and the output rate had changed. It was also noted that high rate episodes were detected and oversensing triggered by lead noise was confirmed. At the physician's direction, the ventricle sensitivity and output rate was adjusted. It was noted that the output rate always caused stimulation of the pectoralis major muscle, but the physician wanted to secure the pulse by pacing until the addition of another lead. The ventricular lead was capped and replaced. No further patient complications have been reported as a result of this event.